Manufacturer narrative:
No complaint was received with the return of the device; failure event observed during analysis. Review of the device imaged noted high current draw. The device was tested on the bench and an anomalous component on the hybrid was found. The cause of the high current draw was an anomalous component on the hybrid. (B)(4).

Event description:
This report is to advise of an event observed during analysis.